Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call over delivery with low and high blood glucose. The customer's blood glucose was 54mg/dl at the time of incident and current blood glucose is 173 mg/dl. Trouble shooting was performed and found customer treated low blood glucose with food and juice. The basal settings may not be set correctly since they were reset by the loss of power. Also, bolus was wrong 20 units administer due to high blood glucose of 400mg/dl earlier and usually gives 15 units. Advised customer spouse to talk to healthcare professional about the low blood glucose insulin amount and how it could have affected the blood glucose levels. Customer declined to trouble shoot for the high blood glucose and had treated with device. The insulin pump will not be returned for analysis.